Event description:
Pt claims: while using oxygen concentrator with nasal cannula, eating soup with a metal spoon, the cannula ignited causing facial burns. Reportedly, pt applied carmex to his lower lip every morning after showering, but he had not applied carmex, vaseline or face lotion to his lips or face prior to using the unit, and he was not a smoker.

Manufacturer narrative:
Exact cause of the incident as described user is unk. Conclusions: the results of the investigation indicate the following: it is not possible for the incident to occur as described by pt. Typically, cannulas are manufactured using materials that are compatible with oxygen enriched atmospheres and the materials are not subject to spontaneous ignition. The exact cause of the incident is unk at this time. However, hair and/or a petroleum-based product (i.e. Carmex) in the presence of an oxygen enriched atmosphere and an ignition source, such as a cigarette, would rapidly combust. The findings and conclusions contained herein are derived from numerous sources and are believed to be correct. If add'l info becomes available, the findings and conclusions contained herein are subject to revision.